Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received a power source alert after plugging the pump into a wall outlet and the pump battery was not fully charging. No adverse impact to customer's blood glucose. A replacement usb cable and wall adapter were sent to customer.